Manufacturer narrative:
(B) (4)

Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating a 24/+-12v/power fail condition. The customer did not report the occurrence during any previous usage and there was no patient harm reported. The service technician was unable to duplicate the finding. Extended self testing (est) was performed and all testing passed per operating specifications.